Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for a device check. Decreased r-wave sensing was observed. X-ray did not indicate any lead malfunction or lead dislodgement. Programming changes were made. Patient was doing fine.